Manufacturer narrative:
On 25-nov-2019, mentor received the suspect medical device. On 06-dec-2019, mentor received additional information that the patient underwent bilateral replacement with 375cc smooth mentor memorygel breast implant, catalog # 3503754bc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation of the implant after a car accident. During evaluation of the sample it was observed to be ruptured and received in two parts. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It is possible that the root cause of the rupture was the car accident in which the patient was involved. And the striations could be caused during the explantation of device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture concomitant medical products: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 375cc smooth mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient was in a car accident and noticed one implant looked different. She had an MRI done that revealed some loss of volume on her left side and a fold was noted in the implant. Upon explantation on (B)(6) 2019, it was observed that the left implant was intact and the right implant has ruptured.